Event description:
The customer reported an oil mist coming from their unit. The customer stated that there were no physical complaints related to the reported mist. The asp field service engineer repaired the unit.